Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had buttons was to pressed multiple times and not working like it used to. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they center key was not responding. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button and center button was unresponsive. Customer stated pump was responding as expected. Customer states an alarm was in progress at the time the button was unresponsive. The insulin pump will not be returned for analysis.